Manufacturer narrative:
During an investigation of monitor 07183000 for an unrelated issue, a reportable malfunction was found. Upon investigation the monitor failed a baseline test and was unable to recognize ecgs or therapy electrodes. The monitor's electrode belt connector guide pins were bent preventing the belt from being able to connect to the monitor. The root cause for the bent guide pins was unable to be positively identified. No adverse events occurred from the damaged monitor.

Event description:
During an investigation for an unrelated issue, a reportable malfunction was found. The monitor failed a baseline test and was unable to recognize ecgs or therapy electrodes.